Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after dinner despite announcing a usual meal, with a nadir of 59 mg/dl, and self-corrected with oral carbohydrates. Symptoms included no reported hypoglycemic manifestations. Outcomes included resolution of the low without medical intervention and no impact on current glucose levels. Investigation included complaint intake, hypoglycemia troubleshooting, and user education. Investigation of this case revealed no device malfunction reported and an unclear cause of the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.